Event description:
It was reported by service report that the fowler was raising without user input. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler. Conclusions: conclusion is unknown at this time as this complaint is still being investigated.